Manufacturer narrative:
(B)(4).

Event description:
The product was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to the receiver not turning on. The receiver was opened, and an internal visual inspection was performed and passed. A receiver download was performed after the battery was replaced with a good known battery. Confirmation of the complaint was confirmed. The probable was determined to be a defective battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.